Event description:
At about 5 years and 4 months after the primary surgery, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the medacta head and stem with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 25-aug-2022. Lot 165628: (B)(4) items manufactured and released on 20-dec-2016. Expiration date: 2021-12-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.